Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic to review. The valve remained implanted, so it was not returned to medtronic for analysis. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: unknown); product type: 0195-heart valve product ID l-evprop23-29 (lot: unknown); product type: 0195-heart valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, right femoral access was used with an 18fr introducer sheath. One recapture was performed before the valve was fully deployed. After full deployment, moderate paravalvular leak (pvl) was present. The patient was discharged to a rehabilitation clinic 22 days after the procedure, with moderate pvl present in the anterior and posterior sites. The patient had post-procedural anemia caused by acute-on-chronic renal failure. Per the investigator, the post-procedural complication had a probable causal relationship with the procedure. A blood transfusion of one unit and continuous veno-venous hemofiltration (cvvh) were performed. No additional adverse patient effects were reported.